Manufacturer narrative:
Device received no button response due to corroded keypad traces. Unable to verify unexpected battery power loss alarm due to no button response. No blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 356 mg/dl. Customer stated that the insulin pump had power loss alarm and unable to troubleshooting for the blank display and the power loss due to the stuck button alarm and pump needing to be replaced. Customer states they did not press a button down for 3 minutes or longer. The device will be returned for analysis.